Event description:
It was reported that the patient had a history of damage to the silicone jacket of their driveline for which rescue tape was applied.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the driveline's silastic sleeve was confirmed via the evaluation of the external portion of driveline. The afflicted areas were covered with rescue tape and the patient remains ongoing on (B)(4). No additional information regarding the event has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use, rev. H, discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook, rev. G, contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.